Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and passed. Receiver functional testing was performed and passed. An audio/vibration test with dexcom global receiver communication tool was performed and passed. A "try it" audio/vibration test was performed and passed. An internal visual inspection was performed and passed. Speaker audio and vibrator intermittent tests were performed and passed. The speaker and vibrator resistance were measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.